Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that a cavernous aneurysm volume increased 5 mm to 6 mm, approximately 6 months post procedure. A pan diagnostic angiography was performed and the aneurysm was observed with a diameter of approximately 18 mm x 20 mm with high flow. The patient may need further treatment however at this point an additional surgery has not been scheduled. The patient was treated with pipeline approximately 6 months prior and showed decreased vascular flow into the aneurysm. The aneurysm was measured to be 16 mm x 18 mm with a neck width of 7 mm. No device issue was reported during the procedure. Clopidogrel asa was administered

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.